Event description:
The customer reported that the nav system display was not turning on. No pt injury was reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative guided the customer through an inspection and check and the system operated as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed (B)(4).